Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 77 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for an elevation in lactate dehydrogenase (ldh) up to 1100s u/l. Maximum plasma-free hemoglobin (pfhg) was at 40s mg/dl. "Discontinuous" pump sound was reported. Multiple low flow alarms were observed on system controller history interrogation. The patient experienced no symptoms of heart failure and no power elevations were observed. Heparin was started. Low flow alarms occurred for 12 hours preceding operating room. Patient received a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed thrombus. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion was returned measuring approximately 30 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus on the distal side of the inlet stator. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.